Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump was dead. Customer¿s blood glucose was unknown at the time of incident. Customer states that insulin pump had unexplained no delivery alarms. Customer also states that battery was not connected to the top of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. Pump received with cracked battery tube threads and stripped battery cap coin slot. The p-cap locks into the reservoir compartment properly noted.